Event description:
Customer reported getting a reading of 365 mg/dl on his optium glucose monitor. Shortly after, he walked outside and fell to the ground. The customer's neighbor saw him and called the paramedics. When the paramedics arrived, a blood glucose test was performed with an unk brand meter and a reading of 31 mg/dl was obtained. Intravenous treatment was provided to the customer in order to raise glucose levels. The reported glucose reading received from the adc meter was not consistent with the customer's symptoms or with how he was treated.